Event description:
It was reported that boston scientific technical services was contacted to evaluate this device battery status. It was confirmed that the power consumption of the device was increasing and the battery was prematurely depleting. Technical services recommended device replacement within 90 days. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.